Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display screen became frozen. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. The log was downloaded and reviewed finding no errors related to the complaint. Functional testing was performed and it passed. The receiver main menu and sub-menus were navigated through and it passed. Screen device information was downloaded from the receiver and it passed. The allegation was not confirmed. The root cause could not be determined.